Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non-device dependent patient presented remotely via merlin.net transmission. Review of the transmission noted non-sustained right ventricular oversensing on the implantable cardioverter defibrillator. The oversensing was due to far p-wave oversensing. Also noted were noise reversion and magnet reversion episodes. It was suspected that a medical procedure or mir was performed on (B)(6) 2018 to cause the reversions. A x-ray revealed that the right ventricular lead dislodged. The lead was explanted and replaced on (B)(6) 2018. The device was reprogrammed. The patient's condition was stable before, during and after procedure.